Event description:
Information received indicating that a cadd solis vip won't power on. No adverse effects reported.

Manufacturer narrative:
Other, other text: additional information: a1, h6, h10: information was received on 14-aug-2020 indicating that the error occurred during testing. No patient was involved in this event.

Manufacturer narrative:
Device evaluation: one cadd solis vip pump was returned for analysis. Visual inspection performed, and product found with no physical damage. Event history log review was performed and found no evidence of reported problem. Visual inspection and power up process were performed. The reported problem regarding powering on pump was not duplicated. According to the investigation, the pump battery compartment's springs had excessive blood contamination which could have contributed to reported problem. The pump springs will be changed as a preventative measure. The problem source of the reported problem is user interface.

Manufacturer narrative:
Corrected data: correction: g4:the aware date of the initial report is (B)(6) 2020.